Event description:
The user was involved in a traffic accident at a construction site. User drove in front of a large truck and was run over causing user's death. No indication of device malfunction. Driver cited for careless driving.